Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited noise, oversensing and pacing inhibition on the right ventricular (rv) channel. A revision procedure was performed and the rv lead was removed from service and replaced. There was no damage to the lead identified visually or via x-ray and the lead pin was confirmed to be fully inserted into the device header. No additional adverse patient effects were reported.